Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on corners and broken handle, bottom case gasket damaged, cracked right plunger case. During analysis the customer's issue regarding force sensor could not be duplicated, but the issue regarding the top case damage was able to be verified. Service replaced the force sensor as a preventive measure, replaced the top case, performed power up process, occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force senor and issue with the top case was noted. No adverse effects were reported.